Event description:
A biomed from the hospital called to receive technical help with a generator that he said was intermittently staying active sometimes. There has not been any injuries connected to this problem.